Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® one use holder, blood leaked from the device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® one use holder, blood leaked from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jan-2025. Investigation summary bd received 50 samples and 7 photos for investigation. Upon observation of the 50 returned samples, no damages or deformations were found. The luer adapter was connected to the samples, and no abnormalities were identified. Additionally, 10 retained samples were visually inspected, and no issues were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.